Event description:
The caller reported that the pump battery was depleting too quickly, leading to a shutdown of the pump. As a result, the customer¿s blood glucose level was reported to be above 500 mg/dl, with the exact value unknown but displayed as "high." To address the high blood glucose level, the customer administered a correction injection via multiple daily injections (mdi) without third-party assistance. Tandem technical support educated the caller about the expected battery depletion rate and confirmed the caller understood and acknowledged this information.